Event description:
It was reported that the patient had a history of coronary artery disease status post coronary artery bypass graft (CABG), implantable cardioverter-defibrillator (ICD) placement, diabetes mellitus (dm), and cerebrovascular accident (cva).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related controller MFR #: 2916596-2023-06093.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Incidental findings: review of the submitted log files confirmed a pump stop occurring on (B)(6) 2023 prior to the driveline being disconnected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events including stroke and cardiac arrhythmia that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Furthermore, the IFU and patient handbook outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.